Event description:
It was reported that the patient with this artificial urinary sphincter (aus) remained incontinent after the original implant and reported the device never worked as intended. The device was replaced. There was no additional patient complications reported.